Event description:
During preparation for a saphenous vein harvesting procedure, the image on the endoscope was observed to be foggy. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.